Event description:
While the physician was removing the guidewire from the coronary artery, the wire separated. Retrieval of the wire was not attempted. Pt was reportedly stable, no sequelae from the event was noted.